Event description:
Aunt called into the branch - the ms3 pump ((B)(4)) loaded and primed correctly but would not change to the start screen. The black cap was in place on the pump. Family requested a new pump a new pump was sent. There was no injury to the pt. The pump (sn(B)(4)) ms3 was returned. Dose or amount: 34.58ng. Frequency: continuous. Route: sqr. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah. Serial # (B)(4).